Event description:
The customer reported the coulter act diff analyzer generated an erroneous low hemoglobin (hgb) result for one (1) patient sample, which was reported out of the laboratory and the patient was sent to the emergency room (ER) for a redraw. Wbc and hgb results from the redraw sample were higher than results obtained for original sample. Test printouts for initial results show that the unit generated erroneous low white blood cells (wbc), hemoglobin (hgb), hematrocrit (hct) and mean corpuscular hemoglobin concentration (mchc) and platelet (plt), and erroneous high mean cell volume (mcv) and red blood cell distribution width (rdw). The unit generated flags for rbc, hgb, mcv, plt, and indices. There has been no report of injury or change to patient treatment associated with this event. While troubleshooting with customer technical support (cts), the customer found clogs in the tubing through vl14 and vl15. These lines are the drains for the wbc and rbc baths. The customer flushed the tubing through vl14 and vl15. The customer retested the initial sample on the same instrument and results matched redraw sample values.

Manufacturer narrative:
Root cause for erroneous results is attributed to clogged tubing through vl14 and vl15.